Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital technician inadvertently let the back end of the ruby coil (ruby coil) touch the ground and the ruby coil became contaminated. The reported issue was found prior to use therefore, the ruby coil was not used in the procedure. The procedure was completed using additional coils.